Event description:
We used nextra ch implant and the proximal and middle implants did not fit properly within each other. The implants were slipping out of each other every time he tried to close. Problem statement: implants would not lock.

Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow up report will be filed.

Manufacturer narrative:
The complaint is closed. There is no change to the outcome of the investigation. Additional fields were completed with known information not previously included.

Event description:
We used nextra ch implant and the proximal and middle implants did not fit properly within each other. The implants were slipping out of each other every time he tried to close. Problem statement: implants would not lock.